Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The biosensor was inserted in the arm on an unknown date. The event occurred on 05/04/2026. The customer indicated, ¿after about five days of use, the device stopped working. I waited an additional five hours before removing it, but it did not restart, so I decided to take it off. Shortly afterward, the area where it had been applied became red and continued to expand. That night, I developed a fever, and the following morning I consulted a doctor. It turned out to be a severe inflammation, which required seven days of antibiotics to resolve¿ the infection in the area. The area was painful until symptoms resolved. The name of the antibiotic was not disclosed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.